Manufacturer narrative:
The gehc remote technical support evaluated the issue reported by the customer and recommended replacement of the on/standby switch to correct the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The customer reported upon pre-use checkout the device was resetting, resulting in a potential loss of mechanical ventilation. There was no report of patient involvement.